Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to bent pins in the battery connector. The root cause for physical damage to the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger had bent pins.